Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient stated that he did not hear an alert for a low alert value set to 60 mg/dl with repeat set for 30 minutes. He stated that on the day of the event he ate breakfast at 9:00 am (egg and ham sandwich, 1/2 cup of yogurt, 1/2 of an orange and apple juice). At around 11:30 am - 12:00 pm he had crackers, cheese and a glass of orange juice. At around 2:50-3 pm he went to get something to eat at del taco. His receiver was showing a cgm of 145 mg/dl. He went through the drive through and drove home about 1.3 miles without hearing any alerts but reportedly became unconscious about 1/2 block from his home. He was driving less than 10 miles per hour when another driver noticed he was swerving and hit the curb and a bus stop sign. The bystander stated that the patient was conscious then but confused/dazed. The bystander stayed with him until paramedics arrived. Emergency medical services (ems) checked the patient¿s bg which was 30 mg/dl. He does not recall the cgm reading. Ems gave him an injection of glucagon, but it was not effective, so they gave him two bags of glucose IV and transported him to the hospital. He was kept for observation, but no additional medical intervention was given. He was released at 7:45 pm with no further issues. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.